Event description:
Mask created red painful rash with peeling skin on my face. Had to continue using device nightly due to insurance requirements, which lead to rash becoming so bad that facial recognition systems were unable to identify me.